Event description:
The hospital reported that during an endoscopic vein harvesting procedure, toward the end of the harvest, the short port btt balloon burst with a large piece of the balllon breaking off. The harvester was able to complete the harvest without a balloon, on distal insufflation only. All pieces were recovered through the original incision. The hospital did not report any pt effects. According to the reporter, the "harvester insists she did not over-inflate the balloon, having only put air in it once at beginning of branch litigation section of harvest." Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).